Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the right ventricular lead exhibited noise, which led to over sensing and pacing inhibition. Noise was able to be reproduced in clinic. The lead was capped and replaced on (B)(6) 2016. The patient was fine post procedure.